Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise. Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause is due to corrosion of the circuit board unit in the scope connector due to water leakage. The image noise was due to shortcut of the charged coupled device cable. Cause traced to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had error code e315, scope connection issue and no image being able to be displayed. The issue was found during set up of diagnostic gastroscopy procedure of the device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.